Manufacturer narrative:
Correction to b5: describe event or problem.

Event description:
It was reported that the coils were protruding from the target location, and there was an unsuccessful snare attempt. This 4x8 embold fibered detachable coil system was selected for use in an embolization procedure. During the procedure, two non-boston scientific coils were used, then the physician wanted a smaller coil. Therefore, this embold coil was used and after packing, it was protruding from the target location. It was therefore retracted once and then pushed back in; however, it became stretched. Additionally, issues of difficult to retract/remove and difficult to advance through the guide catheter were also reported. An attempt was made to resheath the coil but was not successful. Additionally, an attempt was made to snare the coil; however, because the coil was so stretched the filament made it difficult to snare, and it was left in place. There were no patient complications.

Event description:
It was reported that the coils were protruding from the target location, and there was an unsuccessful snare attempt. This 4x8 embold fibered detachable coil system was selected for use in an embolization procedure. During the procedure, two non-boston scientific coils were used, then the physician wanted a smaller coil. Therefore, this embold coil was used and after packing, it was protruding from the target location. It was therefore retracted once and then pushed back in; however, it became stretched. An attempt was made to snare the coil; however, because the coil was so stretched the filament made it difficult to snare, and it was left in place. There were no patient complications.